Manufacturer narrative:
Device evaluation: the following damages were found during visual and functional investigation: ---interference in the image. ---the angel cover shows wear and scratches. ---the working shaft is kinked. ---imager flex cable coating is damaged. The endoscope shows signs of wear and scratches. The angle cover shows wear marks. The working shaft is kinked near the strain relief, and the slotted tube inside the shaft is broken. After connecting the endoscope to the c-mac z8404 zx monitor (sn: (B)(6) the image displayed interference. Upon further investigation, it was found that the coating of the imager cable was damaged at the location where the flex cable was folded. This allowed the electrical leads to come into contact with the inner metal surface of the working shaft, resulting in image interference. The endoscope did not show any signs of liquid damage. The device passed the quality check at the time of delivery. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that there was a loose connection and no image. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).